Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer's blood glucose was 138 mg/dl at the time of incident. The customer stated that the screen was damaged and had crack. The customer stated that they can only read partial display on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.